Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead exhibited high out-of-range impedance measurements, increased threshold measurements and oversensed noise observed in atrial tachy response (atr) episodes. A lead fracture is suspected. The patient is no pacemaker dependent and is asymptomatic.